Manufacturer narrative:
The reported event of noise was not confirmed. As received, only a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
Additional information received indicated an automatic mode switch episode due to lead noise was observed after the patient died.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
Additional device image, programmer printouts and session records were received from the field. Analysis of the information indicated the battery voltage for the pacemaker was near beginning of life (bol) level and the current drain was normal. Alerts were recorded for ventricular noise reversion with the last recorded event on (B)(6) 2021. Several high ventricular rate (hvr) episodes were recorded between (B)(6) 2021 and 25 march 2021. However, there were no segms associated with those episodes due to the storage limit of the sbp pacemaker. The egms recorded that a hvr episode occurred on (B)(6) 2020.

Event description:
Related manufacturer report number: 2017865-2021-13294. It was reported that on (B)(6) 2021 the patient required domestic resuscitation due to cardiac arrest primarily due to myocardial ischemia with severe stenosis of the left anterior descending artery with a stent implanted. Following resuscitation, the patient was transported to the clinic for provocative manipulation testing and device interrogation. The physician noted a stored event of lead oversensing with rv stimulation suppression on (B)(6) 2020. A revision procedure was scheduled to replace the lead due to this oversensing event from the prior year, as the patient was pacing dependent. The device was also scheduled to be replaced prophylactically since it was included in the assurity/endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. It was then reported the patient died on (B)(6) 2021 as a result of the previous resuscitation efforts. The pacemaker and lead were explanted post mortem, and returned to the manufacturer for analysis. Abbott technical support reviewed the session records provided and observed one high ventricular rate episode from noise oversensing leading to short temporary pacing inhibition on (B)(6) 2020, but nothing further was noted. No session record from the (B)(6) 2021 interrogation was provided. It is inconclusive if the lead or device caused or contributed to the death of the patient. Preliminary analysis of the device indicates the battery longevity and current drain are within normal limits. A supplemental report will be submitted when the investigation and device analysis is completed.¿